Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a decrease in the compound motor action potential (cmap) was noticed during touch-up ablation of the right superior pulmonary vein (rspv) following the initial ablation of all four pvs. Phrenic nerve pacing was performed from multiple pacing sites with no response. Because of restrictions due to the coronavirus on hospitals in (B)(6), no further information could be obtained regarding this event. From the reported information, it cannot be determined if a phrenic nerve injury occurred or if the decrease in cmap and loss of pacing capture was transient only. This MDR is being filed because it cannot be definitively determined that there was no phrenic nerve injury.